Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) found worn coiled cable. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: name: (B)(6), e-mail: (B)(6), occupation: biomed. A getinge field service engineer encountered the reported the issue during preventive maintenance. In order to fix the issue, he replaced the coiled cable cord (d012-00-1801). Completed pm, a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The final investigation has been completed by failure analysis and testing department. Retaining the coiled cable in the failure analysis and testing department per procedure.